Manufacturer narrative:
Zoll has not received the catheter in the complaint for investigation. Therefore, a physical investigation of the catheter has not been performed. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed. The reported event was serious because it did require intervention to remove the remaining catheter. The reported event's relationship to the solex catheter is causal and is not related to the procedure. Catheter removal difficulty is an anticipated event and could potentially occur with the usage of any catheter.

Event description:
A patient received ivtm treatment for fever resulting from sepsis. The patient was an abdominal surgery patient, who was septic upon admission and had a fever with multiple pressors (blood pressure medicines). A skilled healthcare provider inserted the solex 7 catheter (lot # unknown) into the patient's left internal jugular vein with no issues. The tip location was verified per zoll's instructions for use (IFU) after the catheter was placed. Nine (9) hours after the initiation of ivtm therapy, the patient was taken to surgery where a vas cath (dialysis catheter) was placed in the right internal jugular vein. No CT scan was performed with contrast, and no rapid transfusion of any liquid was administered through the solex catheter. No issues were reported during the therapy, and the solex catheter functioned as intended. The reporting nurse was not sure when the temperature management therapy was completed. However, she estimated that the solex catheter remained in place following therapy for at least 2 days as a cv line. After these 2 additional days, a total of seven days after initiation of the ivtm therapy, the nurse attempted to remove the solex catheter. Upon follow-up, the nurse stated that the temperature management therapy was stopped intentionally. Also, the nurse reported that the patient was transported at some point before the removal of the solex catheter but did not provide further details on where and for what reason the patient was transported. The staff nurse took a slip-tip syringe to aspirate fluid from the catheter. The nurse performed the proper procedure per training in removing the solex 7 catheter, but the catheter appeared "shredded" while removing it. The nurse reported feeling more resistance than usual, for a few seconds, while trying to remove the catheter. At that point, the nurse stopped and notified the healthcare providers. Both the physician assistant (pa) and m.d. Arrived to assist with removing the catheter. They were able to remove the catheter from the patient, but a piece of the solex balloon remained inside the patient, requiring them to perform an additional surgical procedure to cut the balloon and remove the remaining catheter. At this point, the patient did feel a little discomfort. After the healthcare providers cut the balloon, the remaining portion of the catheter came out along with a long "string" from the catheter. No vascular surgeons were consulted for catheter removal, but the vascular surgeons later assessed the site. The healthcare providers suspected that the vas cath had become intertwined within the solex catheter balloon, but no x-ray was performed to confirm it. According to the nursing staff, there was no harm to the patient. There was no bleeding noted at the insertion site, and no hematoma (bleeding under the skin). There were no reports of the patient experiencing pain.

Manufacturer narrative:
B5 (describe event or problem) was updated. D4 (suspect medical device, additional device information, lot number) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint that "the catheter appeared 'shredded' while removing it" was confirmed during the visual inspection of the returned solex 7 catheter (lot # 169099). As received, the catheter serpentine balloon was completely damaged. The balloon loop was observed to be detached from the middle of the serpentine balloon. The damaged part of the balloon string loop was still attached to the catheter serpentine balloon and was measured to be about 21 cm in length. The probable root cause for the balloon cut is most likely the suspected entanglement of the dialysis catheter with the solex catheter, resulting increase in the resistance during the removal process. In addition, during the visual inspection, blood residue was observed in the catheter's serpentine balloon. Also, the catheter shaft was kinked in the middle of the serpentine balloon, unrelated to the reported complaint. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. No other physical damage was noted. During functional testing, all infusion ports and extension tubes were flushed without resistance except for the in/out luer ports. The in/out luer lumen was unable to flush because the balloon was damaged. Functional testing could not be performed due to the condition in which the catheter was returned. Historical complaints were reviewed for information related to the reported complaint, and there was no similar history of complaints reported for the solex 7 catheter with lot number 169099.

Event description:
A patient received ivtm treatment for fever resulting from sepsis. The patient was an abdominal surgery patient, who was septic upon admission and had a fever with multiple pressors (blood pressure medicines). A skilled healthcare provider inserted the solex 7 catheter (lot # 169099) into the patient's left internal jugular vein with no issues. The tip location was verified per zoll's instructions for use (IFU) after the catheter was placed. Nine (9) hours after the initiation of ivtm therapy, the patient was taken to surgery where a vas cath (dialysis catheter) was placed in the right internal jugular vein. No CT scan was performed with contrast, and no rapid transfusion of any liquid was administered through the solex catheter. No issues were reported during the therapy, and the solex catheter functioned as intended. The reporting nurse was not sure when the temperature management therapy was completed. However, she estimated that the solex catheter remained in place following therapy for at least 2 days as a cv line. After these 2 additional days, a total of seven days after initiation of the ivtm therapy, the nurse attempted to remove the solex catheter. Upon follow-up, the nurse stated that the temperature management therapy was stopped intentionally. Also, the nurse reported that the patient was transported at some point before the removal of the solex catheter but did not provide further details on where and for what reason the patient was transported. The staff nurse took a slip-tip syringe to aspirate fluid from the catheter. The nurse performed the proper procedure per training in removing the solex 7 catheter, but the catheter appeared "shredded" while removing it. The nurse reported feeling more resistance than usual, for a few seconds, while trying to remove the catheter. At that point, the nurse stopped and notified the healthcare providers. Both the physician assistant (pa) and m.d. Arrived to assist with removing the catheter. They were able to remove the catheter from the patient, but a piece of the solex balloon remained inside the patient, requiring them to perform an additional surgical procedure to cut the balloon and remove the remaining catheter. At this point, the patient did feel a little discomfort. After the healthcare providers cut the balloon, the remaining portion of the catheter came out along with a long "string" from the catheter. No vascular surgeons were consulted for catheter removal, but the vascular surgeons later assessed the site. The healthcare providers suspected that the vas cath had become intertwined within the solex catheter balloon, but no x-ray was performed to confirm it. According to the nursing staff, there was no harm to the patient. There was no bleeding noted at the insertion site, and no hematoma (bleeding under the skin). There were no reports of the patient experiencing pain.